Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5080363.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to several high impedances on one of the leads. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead. The patient was reprogrammed postoperatively and was doing well. The explanted leads were not returned due to hospital policy and were damaged during the explant procedure.